Manufacturer narrative:
Dhrs check: we checked the sterilization charts of all the ster. Lots associated to the reported manufacturing lots: no anomalies found. Thus, we can ensure that all the products implanted on (B)(6) of (B)(6) 2014 have been properly sterilized before being placed on the market. Moreover, this is the first and only complaint received on these ster. Lots. Explants analysis: explants were not available to be returned to limacorporate. X-rays analysis: we received several x-rays referring to this patient. Their dates are reported below: (B)(6) 2014 (B)(6) 2014, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2016, (B)(6) 2018. We forwarded them to our medical consultant, who commented: "any kind of infection is a procedure related risk, where the patient has to be informed before the procedure. So more or less this is bad luck! From the biomechanical point of view, the case is not really perfect for a kr system, because it's majorly a translational arthrosis with a 3 dimensional deformity. In this case a ps system (another kind of knee prosthesis available in lima portfolio) would be better fitting. Beside that the tibial implant looks like to be in a varus position. But again, this is not the reason for the infection. My definite statement is, that of course it's bad luck for the patient, but there is no relation between the implant and the infection". Conclusions: according to our analysis, this case cannot be classified as product-related: based on the check of the ster. Charts, all the components were regularly sterilized before reaching the market. Moreover, even our medical consultant excluded any relation between the implant and the occurrence of the infection. Pms data: (B)(4). No specific corrective action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar issue.

Event description:
Total knee revision surgery due to infection occurred on the (B)(6) 2019. During revision, the physica kr femur comp. Right (code #6511.09.190, lot #13sa055), physica fixed tibial plate (code #6522.15.080, lot #1310765) and physica kr tib. Liner right (code #6531.50.812, lot #1401191) originally implanted in 2014 were explanted. The clinical history of the patient can be summarized as per following: primary surgery happened on the (B)(6) of (B)(6) 2014; first case of infection on (B)(6) 2015, that was treated with pharmacological therapy and solved by the (B)(6) of (B)(6) 2015; probable fat pad irritation on (B)(6) 2016 secondary to decreased control hamstrings; bone scan taken on the (B)(6) of (B)(6) 2016 identified inflammatory change but no relationship to device; follow up on the (B)(6) of (B)(6) 2017 found the patient on anti-inflammatories and reported much improvement over the last 3 months, with the knee pain free; revision surgery (object of this report) taken on the (B)(6) of (B)(6)2019: removal of all the components implanted on (B)(6) 2014 due to infection. Patient data: the patient is male and 170 cm tall with a bmi of 31.49. He has a normal level of physical activity, has received a cardiac stent and suffered of primary osteoarthritis to the right knee. According to the last info received, the wound has healed nicely from the removal of the prosthesis and the patient has been put on the waiting list for revision total knee replacement. Event happened in (B)(6).

Manufacturer narrative:
By checking the sterilization charts of the lot#s involved, no anomalies were found. Therefore, we can ensure that all the products have been properly sterilized before being placed on the market. We will submit a final MDR once the investigation will be concluded.

Event description:
Total knee revision surgery due to infection occurred on the (B)(6) 2019. During revision, the physica kr femur comp.right (code #6511.09.190, lot #13sa055), physica fixed tibial plate (code #6522.15.080, lot #1310765) and physica kr tib. Liner right (code #6531.50.812, lot #1401191) were explanted. The clinical history of the patient is the following: primary surgery happened on the (B)(6) 2014; first case of infection on (B)(6) 2015, that was treated and solved by the (B)(6) 2015; probable fat pad irritation on (B)(6) 2016 secondary to decreased control hamstrings; bone scan taken on the (B)(6) 2016 identified inflammatory change but no relationship to device; follow up on the (B)(6) 2017 found the patient on anti-inflammatories and reported much improvement over the last 3 months, with the knee pain free; revision surgery due to infection (object of this report) taken on the (B)(6) 2019. The patient is male and (B)(6) years old, (B)(6) kg of weight and 170 cm tall with a bmi of 31.49. He has a normal level of physical activity, has received a cardiac stent and suffered of primary osteoarthritis to the right knee. Event occurred in (B)(6).